Manufacturer narrative:
Weight and ethnicity has been requested but not available at the time of this report. Date of event: unknown/not provided a review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson has been submitted.

Event description:
Account reported patient had photorefractive keratectomy treatment and presented hyperopic post treatment. Patient initial visit refraction: right eye +1.50-0.75x144 20/20. Left eye +1.75 sph 20/20. Cyclopegic refraction: right eye +1.75-0.75x141. Left eye +1.75 sph. Prk treatment: right eye +1.46-0.79x130 20 microns. Left eye +3.75 (goal of -2.00 for near) 36 microns. 3 months post op refraction: right eye +1.25--0.75x135 20/20. Left eye -0.50-0.25x136 20/20. 5 months post op refraction: right eye +0.25-1.00x180 20/20. Left eye -0.25-0.25x155 20/30.